Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5172623 UDI: (B)(4). Upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7070917 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient's implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were replaced with an MRI compatible device. The patient was doing well with good coverage postoperatively.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient's implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were replaced with an MRI compatible device. The patient was doing well with good coverage postoperatively. Additional information was received that the explanted devices were retained by the medical facility and will not be returned.